Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Customers complaint of failing accuracy at -7.65% was not confirmed, as during testing the device passed within the specification of +/-6%. No action was taken as no fault can be found. Device passed all delivery and functional testing.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-7.65%). No patient was involved in this event. No adverse effects were reported.